Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (failed testing) was confirmed. As received, the belt failed incoming therapy electrode fall-off testing. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective electrode belt.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (failed testing) was confirmed. The cause for the failure was isolated to processor u723 on the distribution node pca. The u723 processor was shorted to ground. The root cause for the shorted u723 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed testing.

Event description:
A us distributor returned an electrode belt indicating that it failed testing.